Event description:
The event is reported as: during use, the EKG disappeared on the phillips monitor while concha neptune was in use. No pt injury or intervention reported.

Manufacturer narrative:
No device is available for investigation. The reported device is part of a medical device recall initiated 01/12/2010.